Manufacturer narrative:
This 65.6-year old male patient underwent sole therapy tmr via thoracotomy with concomitant lysis of adhesions (pulmonary) and multi-level intercostal nerve block without cardiopulmonary bypass on (B)(6) 2016. The total procedure time was 85 minutes, during which 25 anterolateral channels were placed over a period of 6 minutes of laser time. The patient¿s past medical history was significant for a preoperative ef of 50%, copd, previous myocardial infarction, hypercholesterolemia, hypertension (at any time), previous coronary bypass grafting x3 ((B)(6) , (B)(6) , (B)(6)), previous percutaneous coronary intervention (e.g., ptca, stent), smoking, and chronic right bundle branch block (pacemaker implant (B)(6) 2016). The patient was discharged on pod 5, (B)(6) 2016. Thirty-day follow-up was performed on (B)(6) 2016, at which time the patient reported class IV angina. No adverse events were reported during 30-day follow-up. On (B)(6) 2017, the patient was presented to the emergency department with chest and arm pain, was subsequently admitted/rehospitalized and given the typical nature of his chest pain, was diagnosed with unstable angina. Serial troponins were negative, and EKG demonstrated paced normal sinus rhythm. A left heart catheterization as performed which showed complex multi-vessel coronary artery disease that did not appear treatable with pci, therefore, no further investigations were performed. His anginal pain was able to be controlled with medications and he remained stable throughout the course of admission and was discharged on (B)(6) 2017. One-year follow-up was completed on (B)(6) 2017 at which time the patient reported class iii angina. During 1-year follow-up, the patient reported that his symptoms remained unchanged since the tmr procedure. He was referred to an outside facility and was told that nothing could be done; no additional hospitalizations or procedures were performed during 1-year follow-up. Tmr is indicated for the treatment of stable patients with ccs class IV angina refractory to medical treatment and secondary to objectively demonstrated coronary artery atherosclerosis and with a region of myocardium with reversible ischemia not amenable to direct coronary revascularization (sologrip iii IFU). There is no additional information available regarding patient demographics, pertinent past medical/surgical history, date of tmr procedure, angina status, or other details surrounding the reported event. According to the literature, 76-88% of patients who underwent sole therapy tmr improved by 2 or more angina classes at 3-month follow-up (allen 1999, jones 1999). However, there is evidence to support that some patient may not experience any change in baseline angina score. In a study by jones et al, 5 patients ccs class I at 3-month follow-up progressed to ccs class ic at 12 months. Repeat angiograms of these patients demonstrated new graft lesions in areas that were previously not treated with tmr (jones 1999). Both frazier et al. And jones et al. Observed that patients with more pre-tmr comorbidities experienced less relief of angina symptoms than patients with fewer comorbidities. Incomplete revascularization (ir) has been reported in up to 37% of patients with multi-vessel coronary disease undergoing CABG and up to 43% patients undergoing pci (head (B)(6)). The patient has a past medical history that is significant for multiple comorbidities, including severe, multi-vessel coronary disease, and multiple previous CABG and pci procedures. In addition, medical records provided by the site state that the patient is not a candidate for additional pci procedures. These factors are likely contributing factors to the patient¿s unstable angina. The cause of the patient¿s unstable angina is related to the patient¿s numerous comorbidities, including severe multi-vessel coronary disease that is unamenable to additional CABG and pci procedures are not likely related to the tmr procedure. A definitive root cause for this event could not be determined. All risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, patient of the tmr 365 study was hospitalized for unstable angina on (B)(6) 2017; lhc with no intervention. Patient was discharged on (B)(6) 2017.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, patient of the (B)(6) study was hospitalized for unstable angina on (B)(6) 2017; lhc with no intervention. Patient was discharged on (B)(6) 2017.